Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ syringe l luer-lok¿ was found with leaking as "medication and blood leakage occurred through the 3ml syringe plunger during procedure in patient." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Samples/ photos analysis: a sample was received, and it is possible observe barrel damaged. DHR review: the batch record was verified and the manufacturing date for this batch was november 18th to 22nd, 2016. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at syringes assembly process; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: no maintenance records that could related to defect are observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The sample sent by the customer was verified and it was possible observe barrel damaged. The probable cause for the defect is related to a barrel jam at machine assembly, allowing the damage product flow of the process and generating leakage in product. As action, a blitz (#44 fy18) was performed for damaged components and the deadline to complete all actions is sep/18. Barrel jam at machine assembly, allowing the damage product flow of the process and generating the leakage.